Event description:
It was reported that the customer had a button error alarm on the insulin pump. The keypad was unresponsive, and there was no significant event that the customer recalled leading to the alarm. Customer's blood glucose was 14.5 mmol/l. Customer was advised to revert to a back-up plan. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The following cosmetic damage was noted: cracked case at display window corner, minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, and cracked reservoir tube lip.